Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and was found to have a blade broken. A piece approximately 0.461" x 0.083" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do no show damage.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the jaw of the 8mm harmonic ace instrument was broken. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.